Manufacturer narrative:
Direct: (B)(6). Internal ext: (B)(6).

Event description:
Information was received indicating that a smiths medical, cadd-legacy plus, mdl 6500, was alarming. No disposable pump won't run". Per reporter device also exhibited bubbles. The reporter also reported the residual volume was: 47.4 ml, rate 2.2 ml/hr, and 52.60 ml was given. No adverse patient effects were reported. Per reporter no additional information was available.